Event description:
A medtronic representative reported an issue with o-arm drape tabs tearing during a surgery. The surgery was completed with no impact on the patient outcome.

Manufacturer narrative:
Lot number not available as the item was single use and disposed of immediately after the surgery. Device manufacture date is dependent upon the lot number and therefore also not available. The surgery still proceeded with that drape and the issue happened on the opposite side not facing the camera. This product was single use and not returned to the manufacturing site. No return of the unused drapes is expected.